Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 03.010.061; lot: l737712; manufacturing site: bettlach; release to warehouse date: march 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received drill bit is in a used condition. The tips and as well the cutting edges are worn. The rest of the instruments (concomitant parts) are in good condition. Functional test: a functional test together with product development (sustaining engineering) was performed. Another nail was available to reproduce the complained issue. The returned instruments passed the functional test successfully. The drill sleeve as well the drill bit met the nail holes as intended. No interfering could be detected. Dimensional inspection: as this investigation is focused in the functional issue and this was covered through the functional test performed, no measurements of the features are required. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: unfortunately, we are not able to determine the exact cause of this complaint. Based on our investigations, we only can assume that possibly an insufficient connection, or not exactly following the surgical technique, could have contributed to the complained issue. Since the reported occurrence could not be reproduced, we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, patient underwent open reduction internal fixation (orif) surgery with japanese proximal femoral nail antirotation (pfna) for a femoral trochanteric fracture. During the surgery, the drill bit interfered with the nail. The issue happened while the surgeon drilled the bone for distal side stopping. It was noticed that the connection between devices was loose, thus the connection screw was re-tightened. The surgeon drilled again which came up successful and the distal hole was fixed properly. The surgery was successfully completed with thirty (30) minutes surgical delay. There was no adverse consequence to the patient. Concomitant device: drill (part # unknown, lot # unknown, quantity 1), pfna ii blade (part # unknown, lot # unknown, quantity 1), insertion handle (part # 03.010.405, lot # 3724409, quantity 1), aiming arm (part # 03.010.406, lot # 9245642, quantity 1), protection sleeve (part # 03.025.040, lot # l557061, quantity 1), drill sleeve (part # 03.010.065, lot # l413852, quantity 1), pfna ii nail (part # 472.102s, lot # 9789476, quantity 1). This report is for one (1) drill bit. This is report 1 of 2 for (B)(4).